Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 104.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was due to contamination on the j1 battery connector, the j101 sd card slot, as well as u201, u101, u105, j502, and j1000 of the ca board. The monitor did not pass detect and treat testing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.